Event description:
It was reported that a large volume infusor device leaked at the fill port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 31, 2014 ¿ november 1, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed evidence of leakage/backflow at the fill port. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.